Event description:
Subsequent to the initial report, the following information was received: the angina and nausea were treated with medications.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of angina and hypertension are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on approximately (B)(6) 2013, 2 days post implantation of a xience xpedition stent in the mid left anterior descending coronary artery, the patient experienced chest pain (angina), nausea and high blood pressure (hypertension). On (B)(6) 2013 the patient was hospitalized. On (B)(6) 2013, symptoms resolved and the patient was discharged. There was no additional information provided.